Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was rewind paused in the middle of process. The customer¿s blood glucose level was unknown. Customer stated that diminished battery life, small crack on reservoir compartment. Customer declined to troubleshoot. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the self-test, unexpected restart error test, displacement test, rewind or verify operating currents and low battery alarm due to motor error alarms. Insulin pump received with cracked reservoir tube lip.